Manufacturer narrative:
The probnp ii stat reagent lot number was 84170201 with an expiration date of 30-apr-2026. The hcg stat reagent lot number was 82108000 with an expiration date of 28-feb-2026.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for elecsys probnp ii stat (probnp ii stat) and elecsys hcg stat (hcg stat) on a cobas 6000 e601 module. Patient 1 initial probnp ii stat result was 340 pg/ml. The repeat result on a different e601 module was 1052 pg/ml. Patient 2 initial hcg stat result was 20.24 miu/ml. The repeat result on a different e601 module was 130.7 miu/ml. The repeat results were believed to be correct.

Manufacturer narrative:
The field service engineer (fse) found an issue with the solenoid valves. The solenoid valves for the prewash unit and the procell pathways were replaced, the procell and cleancell pathways were decontaminated, and the liquid level detection (lld) wires for procell and cleancell were cleaned. Reagent primes, measuring cell preparation, and an instrument performance check were performed for verification. The service actions resolved the issue. The investigation determined that the issue found by the fse was the root cause of the event.